Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that the customer experienced a past blood glucose (bg) level in the 50s mg/dl; cause was unknown. Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.